Manufacturer narrative:
Model number/catalog number: 72018201. Serial number: n/a. Batch/lot number: 1100723373. Model/catalog description: reservoir flat 100 m. Unique identifier (UDI) #: (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. The reported patient symptoms of non-functional device, device break, fluid leakage, pain, and discomfort were found to be listed in the IFU. A risk review was completed and confirmed that the events of non-functional device, device break, fluid leakage, pain, and discomfort were defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk.

Event description:
It was reported that this patient with an inflatable penile prosthesis (ipp) implant device experienced pain and discomfort. A surgical procedure was performed during which the device was explanted and replaced. Upon explant, the physician identified that the device was non-functional and the patient's blood was in the reservoir due to a leak from a break/fracture on the device. The patient was stable following the procedure, and there were no patient complications reported.